Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
The catheter broke at the distal end. The PICC was placed in the patient on (B)(6)2009 and leakage was observed on (B)(6)2009.